Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: (B)(4), batch/lot # 1000134041, mfg date 07/17/2018, exp date 07/16/2020.

Event description:
Same case as: 2183959-2018-60321. It was reported that the patient experienced an infection in the location of the 18cm lgx ams700 inflatable penile prosthesis (ipp) post implantation. An erosion of the glans in the location of the distal cylinder tip was also identified. The ipp was explanted and a washout procedure was performed. The physician attempted to implant a single spectra penile prosthesis (spp) cylinder on the left side when a left proximal perforation occurred intra-operatively during measurement with the ams furlow tool. The re-implant of the spectra was aborted and the incision was closed. A re-implant surgery will occur after the patient improvement.